Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The pt was not injured following the procedure.

Manufacturer narrative:
This is one of three products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00078, 9616099-2010-00555 and 9610978-2010-00141. As reported via the (B)(6), a patient experienced an arterial spasm and sudden onset transient ischemic attack (tia) during post-dilation of a precise stent. At the time of the index procedure, angiography had revealed 80% stenosis in the ostium of the left internal carotid artery. The lesion was a restenosis of a previous carotid endarterectomy and was 20mm in length and 8mm in diameter. The patient was asymptomatic when the procedure began. An angioguard xp with a 6mm basket was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx was implanted at the target lesion and the lesion was post dilated. During post-dilation with a 5.0 x 30mm aviator plus, the patient experienced an arterial spasm distal to the stent that resulted in a tia with the symptom of slurred speech. The spasm was treated with nitroglycerin and the spasm and slurred speech resolved in 4 to 5 minutes, with no residual effect. There was no evidence of emboli. The angioguard device was retrieved with no debris documented. The patient was discharged the following day with stroke scores of 0. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Event description:
As reported via the sapphire registry, a patient experienced an arterial spasm and sudden onset transient ischemic attack (tia) during post-dilation of a precise stent. At the time of the index procedure, angiography had revealed 80% stenosis in the ostium of the left internal carotid artery. The lesion was a restenosis of previous carotid endarterectomy and was 20mm in length. The reference vessel was 8mm in diameter. The patient was asymptomatic when the procedure began. An angioguard xp with a 6mm basket was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30mm precise pro rx was implanted at the target lesion and the lesion was post dilated. During post-dilation with an 5.0 x 30mm aviator plus balloon catheter, the patient experienced an arterial spasm distal to the stent, that resulted in a tia with the symptom of slurred speech. The spasm was treated with nitroglycerin and the spasm and slurred speech resolved in 4 to 5 minutes, with no residual effect. There was no evidence of emboli. The angioguard device was retrieved with no debris documented. The patient was discharged the following day with stroke scores of 0. According to the investigator, the event was related to the index procedure and not cordis product.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00078, 9616099-2010-00555 and 9610978-2010-00141.